Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that when their device is powered on, it will not advance past the boot-up self test screen. The customer also reported that the device does power off when the power button is held down for a couple of seconds, but as soon as it is let go, the device attempts the boot-up again with the same boot-up failure. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center and it was determined that the cause of the reported failure was due to a thermally sensitive crystal, designator y1 from the system controller pcb assembly.